Manufacturer narrative:
The insulin pump was received with no down button response due to flattened down button dome switch. Analysis was unable to perform rewind and basic occlusion, occlusion, prime/ compromised force sensor, the excessive no delivery and displacement test and unable to test for pump and blood glucose meter anomaly due to down button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and experiencing high blood glucose. The blood glucose at the time of the incident was 313 mg/dl. The customer believes the pump stopped delivering insulin and caused the blood glucose to go high. The customer was advised there are many reasons for high blood glucose. The customer also noted the down button is difficult to use. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.